Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd administration set had air in the line. The following information was provided by the initial reporter: also on the bone marrow transplant unit it was reported that they have a large number of ail alarms, especially with cyclosporine due to champagne bubbles. These are very time consuming. They typically occur during the infusion. Clinicians also report that lines ¿run dry¿ and the air is not detected by the ail sensor, reporting bubbles nearly reaching the patient. It is not common, but it has happened. When it has happened, they will send these devices to biomed for evaluation.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that 3-4 potential back check valve failures per month could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd administration set had air in the line. The following information was provided by the initial reporter: also on the bone marrow transplant unit it was reported that they have a large number of ail alarms, especially with cyclosporine due to champagne bubbles. These are very time consuming. They typically occur during the infusion. Clinicians also report that lines ¿run dry¿ and the air is not detected by the ail sensor, reporting bubbles nearly reaching the patient. It is not common, but it has happened. When it has happened, they will send these devices to biomed for evaluation.